Event description:
The end user reported while unloading a patient from the ambulance the safety bail on the stretcher allegedly did not engage with the hook and the stretcher lowered to the ground. Injury to the patient was reported as "generalized body pain" and the medical treatment sought was an evaluation.

Manufacturer narrative:
A visual and functional evaluation was conducted at the customer location by an authorized field technician. There were no observations of a malfunction in the operation of the safety bar and hook. The stretcher was found to be operating as intended and the reported issue could not be duplicated.

Event description:
The end user reported while unloading a patient from the ambulance the safety bail on the stretcher allegedly did not engage with the hook and the stretcher lowered to the ground. Injury to the patient was reported as "generalized body pain" and the medical treatment sought was an evaluation